Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a customer alleged having an allergic reaction from wearing gloves that involved difficulty breathing, numbness and tingling of the lips. Per the customer the gloves were worn for five minutes prior to having a reaction. Benadryl was taken for the symptoms that lasted for 45 minutes after the gloves were taken off. The customer¿s hands were itchy but no rash, hives or medical intervention reported. The customer is reported to be in stable condition. The customer is allergic to penicillin and fish. No additional information was provided.